Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®) (B)(4). Device not returned.

Event description:
The reporter stated the surgeon used an aq5010v +02.00 diopter three piece silicone lens. Difficulty loading the lens. Lens tore when the doctor tried to insert it. The lens was inserted into the eye, the incision was enlarged to remove the lens. No suture was required. No injury to the patient. Cause of this incident was user error. Backup lens was implanted, same model and size.

Manufacturer narrative:
Correction: explanted date - (B)(6) 2016. Method: (process evaluation): device history record review. Result: visual inspection of the returned product found a piece of the lens optic torn off and missing. There was evidence of clear surgical residue. Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: based on the complaint history, work order search, product evaluation, medical review and device history record review, a specific root cause in manufacturing could not be determined. Report cause by user is user error. (B)(4).